Manufacturer narrative:
A complete lead was returned in one piece measuring 46.1 cm with the helix retracted and clogged with blood/tissue. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported events of high capture thresholds, high impedance, noise, and loose connection to the header were unconfirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an initial implant procedure. Upon positioning, the right atrial lead exhibited high capture thresholds, baseline noise, and high impedance. The physician noted that the connection of lead to header was slightly loose. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.